Manufacturer narrative:
(B)(4). The reported event was unable to be confirmed due to limited information received from the customer. A device history record (DHR) review was unable to be performed as the part number and lot number of the device involved in the event is unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Integrity implants will continue to monitor for trends.

Event description:
It was reported the patient underwent an initial lumbar interbody fixation procedure on an unknown date. Subsequently, post-operative imaging identified migration of the inner component from the implanted construct. Attempts have been made and additional information on the reported event is unavailable.